Event description:
A customer reported cartridge alarm 20. The issue resulted in the customer's blood glucose level being displayed as "high," although the specific value was not provided. To address the high blood glucose, the customer administered a correction bolus using the pump and did not require third-party assistance. Continuous technical support (cts) confirmed that previous cartridge alarms with consecutive cartridges occurred but were unrelated to specific alarm numbers previously reported. Cts decided to replace the customer's pump with an updated version and instructed them to return the malfunctioning pump using a pre-paid label. The customer understood and followed the given instructions and was informed that training for the new device would be available in their tandem source account.